Event description:
Asr revision due to early alval in male. Excessive wear of articulating surface noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.